Manufacturer narrative:
After additional testing, physio-control was able to verify the reported issue. Physio then replaced both the system controller (sc) and user interface (ui) pcb assemblies and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed sc pcb assembly and determined that the cause of the reported issue was a thermally sensitive integrated circuit (ic) chip, designator u61. Further inspection revealed that pin 25 of ic chip u61 had a 68 ohm short to ground. The ui pcb assembly was an ancillary part and there was no failure of the assembly.

Event description:
The customer contacted physio-control to report that while providing pacing therapy to a patient, their device began to cycle power by itself. The customer was able to quickly obtain a backup device that was nearby and connect it to the patient in order to continue patient care. There were no adverse effects to the patient as a result of the reported issue. No further information about the patient or the event were provided.

Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to duplicate the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.